Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the borrowed drawer was confirmed by field service engineer (fse). According to work order (wo) 02138420: the field service engineer reported that a drawer that had been previously used as a temporary replacement was replaced with a new drawer. New drawer was configured to the device, the pyxibus cable was reseated and latch and position sensor were reseated. The old drawer was packed for shipping, and a return label was provided to the customer. All hardware was tested successfully. Laboratory inspection confirmed that the received drawer did not present any obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface. During laboratory testing there were no issues observed with the returned drawer or with its rails. However, the drawer was returned with cubie trays disconnected and it was observed a leftover fluid underneath the cubie trays at the bottom of the drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was not identified since there was no allegation of a product complaint or product deficiency.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer failed. As per part investigation, it was determined that there was no allegation of a product complaint or product deficiency. There were no adverse events or injuries reported based on this event.